Event description:
It was reported that the patient presented at clinic, and it was discovered that their right ventricular (rv) lead exhibited high defibrillation impedance. It was also confirmed that there was an issue with the superior vena cava coil on the rv lead. No intervention was performed. There were no patient consequences.